Event description:
A malfunction was reported by the customer, specifically a code "malf 0," but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if the issue happened again, which the customer acknowledged and understood.